Event description:
Burnt of "expiratory valve" pc boards 1585/1586 during use on patient. -no report from customer of injured person or faulty alarms. -sv300 unit has got back its functionality after exchange of defective boards. (All this information are directly from customer).